Event description:
It was reported that during a da vinci transoral tonsil resection procedure, the surgeon noticed that the insulation of the monopolar cautery spatula instrument began to peel. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found several small scratches at the distal end of the main tube with material missing as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunction were to recur.